Event description:
A malfunction was reported on the pump by the caller, but no significant events occurred prior to this issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Customer technical support provided pump reset instructions and assisted the caller in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support again if any issues reappeared.